Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display, problem isolated to corroded electronic assemblies. Unit received with pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the keyboard was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.